Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the returned guidewire showed its body was kinked approximately at 269cm from the proximal end. The core wire was broken approximately at 329cm from the proximal end; another section was attached to the distal solder ball and it measured approximately 1cm. The distal tip of the guidewire was stretched. No more damages were found in the device. Dimensional inspection of the overall length and the outer diameter (od) of distal tip could not be performed due to device condition. The od of the middle and proximal section of the device were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17mar2020. It was reported that the rotawire could not advance through the burr. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the rotawire could not cross the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the core wire was broken at approximately 329 cm from the proximal end.